Event description:
A report of a patient experiencing itching and swelling around the implant incision was received. The patient also discovered a "knot" on her head close to the implant site. The size of the "knot" is a little bigger than a #2 pencil eraser. The patient called her physician and was prescribed antibiotics. The patient saw the physician two days later and the doctor assessed that the swelling in the head and the neck area, and the "knot" close to the implant site was not device related and would not disclose any further information. The physician also said that there was no infection.